Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system, up booting the unit showed error c-34 consistently. Additional information from the customer was obtained: a different iesu was brought in from another room from a robot that was not being used. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer reported to technical service engineer (tse) that c-00 errors on their erbe were observed. Tse reviewed log and confirmed c-34 errors for high frequency (hf) voltage low. The customer rebooted the erbe; however, the issue persisted. The customer planned to use a third-party generator. The procedure was completing as planned with no reported injury.